Event description:
Pill crusher used to crush meds shattered when crushing meds. Had to waste medication and crusher. Only one pill was being crushed at a time. Safety concern to staff and patients. Pill crusher sequestered. Manufacturer response for pill crusher, (brand not provided) (per site reporter). Emailed rep [representative] on [date redacted], mailed via fedex on [date redacted].